Event description:
The customer reported that they observed a wash buffer solution leak from an access 2 immunoassay system. The customer noted leaking wash buffer after changing the wash buffer bottle on the fluidics tray. The customer stated that the reservoir fluid level was stable and not dropping, but excess wash buffer had spilled onto the surrounding floor. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment. There was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the buffer bottle nozzle was loose. The fse tightened the fitting. The fse replaced the wash buffer reservoir-to-instrument tubing and then primed the instrument twenty five times to assess for leaks. No leaks were located. After the completion of the necessary and verified repairs, the instrument was returned into operation. Hardware was the root cause for this event.